Event description:
User facility voluntary medwatch was received from (B)(6) that stated the following: "transfusion of platelets started per physician order-patient blood pressure immediately had significant drop of 40+ systolic. Transfusion stopped-bp returned to baseline. Another rn called to witness event. Transfusion restarted with same finding noted. M.d. Notified-orders received m.d. Orders to stop transfusion and restart in 15 minutes, d/c and notify blood bank if same reaction occurs. Second rn witnessed significant decrease in bp (60 systolic) when transfusion started again, there was a return to baseline bp when transfusion stopped. Lifeshield latex-free-hema-y-type blood set non-vented 79 inch with 170 micron filter pre-pierced injection site and secure lock list #(B)(4)". Upon further query the following information was provided that indicated the customer contact reported an adverse event while the device was in use. The tubing set was being used to deliver an unspecified volume of platelets via gravity to the patient who was status post coronary artery bypass graft (CABG) surgical procedure in the intensive care unit. The customer contact reported that the patient had been taking lisinopril, an angiotensin-converting enzyme (ace) inhibitor, prior to the surgical procedure. The customer contact could not specify when the patient had stopped the use of the ace inhibitor prior to the surgical procedure. At an unspecified time, the customer contact reported that the patient's pleural fluid output increased from an unspecified baseline level to 760 ml. The physician was notified and ordered two units of fresh frozen plasma and a 10 pack of platelets. The customer contact reported that the patient's blood pressure (bp) was 113/60 mmhg prior to the start of the blood delivery. At 1645, the delivery of platelets was started. At 1650, it was reported that the patient's bp decreased to 66/39 mmhg. It was reported that the delivery was stopped and the physician was notified. The customer contact reported that the physician ordered the platelet delivery to be restarted in 15 minutes, and to discontinue the platelet transfusion if the patient experienced the same reaction. The customer contact reported that once the transfusion was stopped, the patient's systolic bp increased to the "110's." At 1700, it was reported that immediately after the delivery was restarted, the patient's systolic bp again decreased to the "60's." It was reported that the delivery was again stopped. The tubing set was discarded and the therapy was discontinued. At unspecified times after the delivery stopped, it was reported that the patient's bp increased to 124/69 mmhg, 112/64 mmhg, and 113/63 mmhg. The customer contact reported that the patient received 30 ml of platelets during the event. On (B)(6) 2012, the patient was discharged to home. No reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
User facility voluntary medwatch was received on (B)(4) 2012. The report number is (B)(4). The customer indicated that the device was discarded. A representative device from an unspecified lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.